Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 289 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump failed the prime test. However, after disconnecting and reconnecting the reservoir from the tubing, the insulin pump passed the prime test. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.